Event description:
Customer reported receiving an error 4 message when a test strip was inserted into their freestyle flash blood glucose monitor. Although the meter was set to the correct unit of measure, the meter is exhibiting signs of the memory overwrite malfunction. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
The product has been rec'd. It is under investigation; a f/u report will be submitted. Customers and retailers have been informed.